Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, g4, h4, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, bent struts, vc perforation, migration, pain, anxiety. A device master record (dmr) review was performed, and device drawings, specifications, and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) for lot 6091661 revealed no reported nonconformances. A database search revealed no other complaints have been reported for the device lot. The device's design history files (dhf) were reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. The complaint device was not returned to cook for investigation. At this time, a device failure analysis could not be completed. The information provided upon review of the dmr, dhf, and IFU, suggest that there is no evidence the device was not manufactured to specification, or that there are nonconforming devices in house or out in the field. The complaint was confirmed based on customer testimony. Cook could not conclude a cause of failure at this time. The risk analysis for the failure mode was reviewed and it was determined that no escalation actions were required. The appropriate personnel will be notified, and cook will continue to monitor for similar complaints. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation and fracture. The patient further alleges pain and anxiety. Report from CT (computed tomography): "evidence for atypical, abnormal appearance of the inferior vena cava filter with findings suggestive of fracture and bent filter struts as well as apparent dislodgement of fractured filter struts. A specific orientation or tilt cannot be determined due to the appearance. There are thin curvilinear filter strut fragments extending into the suprarenal ivc. There are also filter strut fragments within the infrarenal ivc and extending into the common iliac vein on the right. Evidence for filter strut perforation at the apparent bifurcation of the ivc inferiorly into the common veins extending into the adipose tissues between the common iliac arteries appearing to extend approximately 3 to 4 mm beyond the confines of the ivc. There is evidence for a filter strut which appears to abut the aorta along the right anterolateral aspect, although it is difficult to confirm definitively whether this strut perforates the ivc (image 35 and 34). No significant ivc stenosis evident. Ivc thrombosis cannot be evaluated on this non-contrast exam."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: a device master record (dmr) review was performed, and device drawings, specifications, and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. The rpn (catalog number) was not provided either, so a database search for lots sold to the customer in the past 3 years could not be completed. The device's design history files (dhf) were reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. The complaint device was not returned to cook for investigation. At this time, a device failure analysis could not be completed. The information provided upon review of the dmr, dhf, and IFU, suggest that there is no evidence the device was not manufactured to specification, or that there are nonconforming devices in house or out in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint was confirmed based on customer testimony. Cook could not conclude a cause of failure at this time. The risk analysis for the failure mode was reviewed and it was determined that no escalation actions were required. The appropriate personnel will be notified, and cook will continue to monitor for similar complaints. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a bird's nest inferior vena cava (ivc) filter on (B)(6) 2018, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.